Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was found that drawer was operational. A field service engineer (fse) checked the rear control controllers using a multimeter, and both were within tolerance. Magnet strip tracking was verified. The fse receded the position sensor and open/close sensor. All cabling appeared to be in good working order. The door was responsive, and no obvious signs of failure were found. The fse was unable to recreate the error. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 does not recognize it as opened, drawer did not fail or was not recognized as failed, so nurses were able to access it. The technician was eventually able to fail the drawer after multiple attempts, but it was not recoverable and would not move past the screen to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.